Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th sep 2025, it was reported by an arthrex's distributor via an email that 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, was broken while inserting into talus. This was detected during an atfl repair on (B)(6) 2025. The procedure was completed successfully by using additional ar-2324pslc. There was no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324pslc swivelock® (batch 15390008) was received for investigation. Visual evaluation under magnification revealed surface damage to the anchor at the proximal end. The eyelet and sutures weren't returned for evaluation. Functional testing could not be performed due to the extent of the device's damage. The observed damage is most consistent with use-related factors, including misaligned insertion and prying or excessive forceful leveraging of the device during use. Based on the physical evidence observed, the complaint allegation is confirmed. Refer to the investigation photographs.